Event description:
Reporter stated that pt's blood glucose was measured, using the advantage system, with a result of 6.3 mmol/l. Pt's blood glucose was reportedly retested, in the facility's lab, with a result of 3.5 mmol/l. Reporter did not indicate if pt's therapy was modified based on the value obtained on the advantage system. No adverse event associated with the alleged malfunction was reported. The suspect products were not returned to the MFR for eval.

Manufacturer narrative:
The event occurred in another country.